Event description:
Following a maxillofacial procedure utilizing vsp systems products, it was reported that the surgeon had operative difficulties utilizing the provided 3d systems mandible marking guide and subsequent difficulties in the placement of the mandible prosthesis. This resulted in an operative delay of more than two hours and it has been reported that a revision surgery is being planned.